Event description:
It was reported that, during implant procedure, this left ventricular (lv) lead had become dislodged immediately after pocket closure. This was confirmed by fluoroscopy. This lead exhibited loss of capture during initial threshold testing. The physician reopened the pocket and removed this lead. Another lv lead was successfully placed. No additional adverse patient effects were reported. As of today, this product has not been received by boston scientific for full analysis. Later, this product was received and full investigation was performed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that, during implant procedure, this left ventricular (lv) lead had become dislodged immediately after pocket closure. This was confirmed by fluoroscopy. This lead exhibited loss of capture during initial threshold testing. The physician reopened the pocket and removed this lead. Another lv lead was successfully placed. No additional adverse patient effects were reported. As of today, this product has not been received by boston scientific for full analysis.